Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during dwell 4 of 5. The home patient (hp) stated there are no unused lines open or leaks. The hp did not disconnect. The baxter technical service representative explained the alarm. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device involved in the incident is unknown. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).